Manufacturer narrative:
Please note, the incorrect manufacturer (g1) was inadvertently reported in the initial submission. See corrected manufacturer in (g1) of this report.

Manufacturer narrative:
There have been no previous reports with this or a similar device where this malfunction caused or contributed to a serious injury or required medical/surgical intervention to preclude such, but FDA is requiring reporting since 21st may 2019. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device was repaired and returned to the customer.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Gold/silver would not hold files; no injury resulted.